Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claimant record received: claimant alleges that the patient was revised due to pain in the left hip. It was also stated that during revision, there was a cloudy effusion, lysis and osteophyte. Lab result for metal ions were above 7ppb. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.